Event description:
It was reported that a user of ilet paired with an fsl3+ sensor experienced repeated pairing failures wherein the ilet displayed ¿pairing with sensor,¿ briefly received glucose data for about 20 minutes, then ceased communication and later presented a pairing failed alert. Symptoms included no adverse clinical effects, and the user confirmed a blood glucose of 157 mg/dl via fingerstick. Outcomes included the need to replace the sensor and re-establish cgm communication, with the new sensor successfully activated and entering warm-up. Investigation included technical support troubleshooting and education, including mode toggling and guided re-pairing steps. Investigation of this case revealed unsuccessful pairing attributed to the prior sensor instance having already been started and no longer communicating with the ilet. It was concluded that replacing and reconnecting a new sensor resolved the communication issue without clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.